Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2011. Patient's legal counsel reports patient allegations of pain and dislocation. Subsequently, the patient was revised on (B)(6) 2013. The acetabular component, polyethylene liner and modular head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05838/5839).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2011. Patient's legal counsel reports patient allegations of pain and dislocation. Subsequently, the patient was revised on (B)(6) 2013. The acetabular component, polyethylene liner and modular head were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the right hip revision was due to a loose acetabular cup and further noted the presence of clear fluid and scar tissue.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-05838/-5839 & 2014-01400/-01401).